Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned device was evaluated and the monitor passed all evaluation tests. Device evaluation confirms that the therapy cable functioned as expected. There was no observed damage and all gel was fired/deployed during the event. Returned therapy cable failed weight test and safety test due to pre-shock gel deployment. Evaluation evidence indicates wcd performed per prescription and intended use. Patient was fit and trained prior to initial use, including the use of the heart alert button to cancel the shock. However, patient heard the alert but did not cancel the shock using the wcd heart alert button.

Event description:
Gmr customer support was alerted that the patient received a therapeutic shock. Gmr called the patient's contact number two times but was not able to reach her. Gmr customer support then contacted the patient's emergency contact but was not able to cancel the shock reach her. Gmr then contacted the patient's emergency contact but was also not able to get in touch with the contact person. Hospital physician assistant reported the patient received a shock for atrial fibrillation with rapid ventricular rate (af/rvr), which is not an indication for wcd therapy.